Event description:
The pt was intubated and on an ino ventilator with continuous albuterol treatments. A filter was used at all times with the sample line for the ino vent. The analyzed value of the ino delivered started to fluctuate. The respiratory therapist changed out the filters and the sample line for the analyzer, however, the values continued to fluctuate periodically from 7 to 36 ppm. The amount ordered was 20ppm. A different machine was obtained and placed on the pt without incident. No harm was caused to the pt.